Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was going through batteries faster than usual, had hard to press buttons, and was over delivering. The customer¿s blood glucose level was 64 mg/dl at the time of the incident and was at 103 mg/dl at the time of the call. The customer stated their blood glucose varied a lot after a complete set change. Troubleshooting was not completed. The insulin pump will be returned for analysis.